Event description:
End user reports that pen needles from lot number 473712p expiration date 01/13/2023 are clogging while using a lantus and humalog insulin pen.

Manufacturer narrative:
Initial trend analysis for lot 473712p was conducted, another complaint was found using the pen needles. Further investigation will be conducted to determine the root cause of complaint.